Manufacturer narrative:
This report is submitted on march 27, 2020.

Event description:
Per the clinic, the patient experienced a wound infection which was treated with antibiotics (treatment unknown). The implant remains in-situ.